Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display went out. As mitigation, the pump was controlled by the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display assembly. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to lab use only (luo) testing equipment and powered it on. The pst monitored the roller pump display for 27 hours with no observation of any pump display issues. It was determined that the roller pump display met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.